Event description:
On 4/19/90, bilateral breast implants, on 7/7/94, explant of bilateral breast implants. Left implant was found to be ruptured iwth no prosthesis capsule evident (according to pathologist's report).